Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. Customer reported experiencing shakiness, increased thirst, and tiredness. There was no report of death,serious injury, or third party medical intervention.

Manufacturer narrative:
(B)(4). The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the fa16may2006 letter.